Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter mitral valve replacement case, a 29mm sapien 3 system was prepped in accordance with the IFU and deployed to the mitral annulus. The valve started to migrate towards the atrium. The physician decided to deploy a second valve inside the first valve.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve migration was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the commander delivery system was only indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, native mitral valve with an annuloplasty ring replacement. So, this was off label operation. As reported, "during a transcatheter mitral valve replacement case, a 29mm sapien 3 system was prepped in accordance with the IFU and deployed to the mitral annulus. The valve started to migrate towards the atrium. The physician decided to deploy a second valve inside the first valve." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert antegrade forces on the thv during cardiac cycle phases, causing migration of the thv. In this case, limited information was provided about implant-site characteristics (e.g. Annular size, shape, degree of calcification, anatomy of mitral valve junctions etc.). However, given the fact that the thv was implanted directly in a native bicuspid mitral annulus (likely non-circular/elliptical or d-shaped), this could have prevented the thv from securely anchoring to the annulus due to sub-optimal overlap between the circular valve profile and the cardiac tissue interface, resulting thv migration. Given the details of clinical study design (indicated for thv-in-mac), the possibility of thv dislodgement due to bulky calcium cannot be ruled out at this time (as it can also contribute to suboptimal anchoring forces against target site). As such available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.